Event description:
It was reported that the intensive care unit placed the catheter into the vena jugularis of the pt. The pt was receiving antibiotic, kalium, insulin, and heparin. Two days after insertion, the clinician discovered a leak in the catheter body just below the juncture hub. As a result, the catheter was exchanged successfully for the pt. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was oaky.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.